Manufacturer narrative:
(B)(4). Complaint sample was not returned for evaluation. Reported event was not confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. Review of the complaint history determined that no further action is required as there were no trends identified. Root cause was unable to be determined.

Event description:
It has been reported that during the surgery, the cannulated screw broke at the junction of the shaft and the threads. No adverse events have been reported as a result of the malfunction.